Event description:
During incoming inspection, the distributor rejected this device, 130309a, goldline, button, holster, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received eight 130309a in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal; however, the device was encroaching into the seal. Performed a functional inspection, the device was dye leak tested which indicated that the packaging had an insufficient heat seal on five out of the eight devices. Root cause cannot be determined; however, based upon evaluation of the device a possible cause of this event could be that the device was encroaching the seal. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. Sterility guaranteed unless package has been opened, broken or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.